Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant and cervical/neck pain. It was reported that the patient started feeling an abnormal tingling/vibrating sensation in their neck which spread to their face during an MRI. The MRI was ended prematurely and the sensation went away after the scan was stopped. The rep noted that they had tested the ins impedances a couple months prior to the report and saw intermittent high impedances. The patient had not turned stimulation back on following the MRI. No further complications were reported. Additional information received from the rep reported that the impedances values that were measured were not out-of-range, and that they were around 5000 ohms. The rep reprogrammed stimulation and the patient was receiving effective therapy. No further complications were reported.